Event description:
Oer-pro was being used to clean a colonoscope. The connector came loose, and the pro cycle was terminated early. Scope was removed from the oer-pro and mistakenly used on another patient. The oer-pro should have a feature that alarms if the valves are unattached or cleaning is not complete. This is a poor design for this machine.